Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 350 mg/dl. Customer stated that his blood glucose started since had been having issues with the weak battery and failed battery. The customer stated that he did not want to troubleshoot due to him working with his doctor on getting the settings in control. The customer reported via phone call indicating that the insulin pump alarm failed battery test and weak. Customer's blood glucose at time of incident was 350 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened and battery slot is aligned horizontally with pump. Customer did receive received failed battery test. The customer was advised to monitor pump and we will send a replacement battery cap as a courtesy.